Manufacturer narrative:
Lot history review reveals no related mfg issues and no other complaints for this lot. Tactual examination of catheter body and extension legs is remarkable for exaggeration of slit located on red extension leg. Patency is demonstrated by flushing water through each lumen with 12cc syringe. Water leaks from red extension leg slit during flushing. Aspiration through blue (venous) leg is possible, however, only air in drawn into syringe during aspiration through red leg. Occlusion of both lumens as catheter's distal tip and hydraulically pressurizing lumens individually reveals no other leaks. Finger pressure is maintained over extension leg slit during leak testing of arterial lumen. Five to ten power magnification of slit reveals straight even edges with flat, smooth walls. Marked difference in tubing wall coloration is noted; approximately one-quarter of extension's leg's wall thickness is dramatically darker than remaining portion. Demarcation line between coloration is distinct and straight, giving layered impression. This coloration difference and layered effect indicates staining agent penetrated outer diameter at uniform rate. No gross or microscopic defect in tubing wall is observed. No associated damage is noted on outer diameter of extension legs. Lack of landmarks (i.e. Striations, ragged edges) in slit wall and edge prevent suggesting cause for complaint incident. Magnified examination of remainder of red extension leg reveals fine, non-pentrating irregular line are noted in inner diameter. These lines are concentrated in flattened area of tubig presumed to result from repeated clamping of occlusion clamp. Although, not as dramatic, similar lines are observed in blue (venous) leg also. Microscopic views through leg wall (and yellow stain) gives lines appearance of superficial cracks in inner diameter. However, cross-sectional dissection of tubing and 15x microscopic inspection demonstrates irregularities to be random, longitudinal buclkling or wrinkling of inner diameter. Continued microscopic examination shows short, perpendicular tears in surface of bifurcation. These superfical tears are limited to mfg annular ring of bifurcation and appear result of repeated lateral flexing of catheter at this point. No penetration is noted and tears do not appear to interfere with device function. No damage or defect is noted on catheter body during tactual, functional or microscopic examination. Complaint of external slit is confirmed. Lot number associated with this complaint was involved in product recall. Definitive conclusion regarding cause for complaint remains under investigation at this time.

Event description:
Placed 3/5/97. Pt woke up at 1am with blood on the chest. Called 911 & was sent to e.r. Where slit in the extension leg was noted. Pt went in for am dialysis treatment and the nephrologist decided to remove line. Line removed 11/25/1997.